Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The nature of the procedure was not disclosed. The required medication for the procedure was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The nature of the procedure was not disclosed. The required medication for the procedure was not disclosed. Patient or user harm was not reported. This event is recorded in complaint number (B)(4),a secondary complaint file (B)(4). Was created by the customer, seconds before, to report the same event. Complaint number (B)(4). Does not contain a report of patient involvement or harm, nor it was reported that there was an ongoing procedure. A team lead engineer reimaged the station's hard drive and synchronized data with the server. The team lead engineer adjusted the station's network interface card configuration speed and duplex settings. Customer tested and confirmed device is operational.

Event description:
It was reported that users were not able to log into bd pyxis anesthesia es system because it was not showing a login screen. This occurred during a surgery. The nature of the procedure was not disclosed. There was no further information provided by the customer. No patient harm or adverse event was reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2020 to (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly stopped responding during a procedure. A field service engineer found that the issue was with the hard drive. The field service engineer reimaged the hard drive, dialed into the station to perform the data sync and adjusted speed/duplex settings to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.